Event description:
Patient was in interventional radiology for insertion of triple lumen catheter. While preparing for insertion, the pa noticed the product had only 2 of 3 needed clamps on the catheter. Product was unable to be used; second kit was opened. There was no harm to the patient.